Manufacturer narrative:
(B)(4). The ipg has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that, during implantation, after the leads were placed into the ipg and the ipg was placed in the pocket, impedance readings were checked and were noted to be "out of tolerance". It was noted that the ipg had not been placed in the pocket prior to the leads being connected. The ipg was removed from the pocket and it was noticed that there was fluid in the lead connection/header block. The physician noted that the header block of the ipg felt "loose". The ipg was removed and replaced. Impedence checks were performed on the new ipg and the readings were within tolerance. It was suspected that there was a problem with the first ipg that was placed. The pt recovered without sequela. No further details or pt symptoms were provided at the time of this report. A follow-up report will be filed if add'l info becomes available.